Event description:
Pt has had increasing pain since initial implantation 2 yrs ago. He has had an inflammatory change on bone scan and x-ray around distal aspect of stem: a revision of stem and femoral head due to infection was performed.

Manufacturer narrative:
Document review: quadra h femoral stem size 4 - (B)(4) / lot 091441 ((B)(4)): all parameters were found to be in according with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. The ceramic femoral head used in the primary surgery was mfg by ceramtec (B)(4) and distributed by (B)(4), not in the USA. (B)(4). On the basis of the data collected, a device involvement in the infection occurred is highly unlikely.